Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the atrial and ventricular septum cavities had medical adhesive and the ventricular hex inset was stripped. This likely contributed to the reported inability to tighten the setscrew during the attempt to implant.

Event description:
It was reported that during implant, the pulse generator exhibited a setscrew anomaly. The pulse generator was replaced.